Event description:
It was reported that the ilet screen cracked while the user was working on a car, after which the user could not unlock or use on-screen functions, though the device continued dosing insulin and the reported blood glucose was 336 mg/dl and trending downward. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included customer interviews and device replacement logistics with instructions to sync data, shut down the device, and return the damaged unit. Investigation of the device revealed a damaged display/touch interface consistent with physical damage, with no evidence of dosing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.